Event description:
It was reported that ventricular lead exhibited low impedance. During pocket revision, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient was in good condition during and following the procedure.